Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death was estimated as (B)(6) 2024 because this was the date the death was reported to abbott. B3: date of event was estimated as 17 september 2024 because this was the date the event was reported to abbott. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that on an unknown date, an amplatzer septal occluder was implanted. On an unknown date, the patient died due to aortic erosions after the implant procedure.

Manufacturer narrative:
The event date and date of death was estimated as (B)(6) 2024 as that was the date the information was reported to abbott. It was reported that a patient underwent a aso implantation sometime in past two years and was reported to have expired due to aortic erosion after implant procedure. Also reported that the amplatzer septal occluder was successfully implanted in a pediatric patient with a deficient retro-aortic rim, and sometime following hospital discharge the patient had a cardiac arrest and ultimately died. No additional information was provided. The device remains implanted and will not return to abbott for analysis. The device lot/batch number was not provided, and therefore the device history record could not be reviewed. No implant-related factors could be confirmed as information related to the implant procedure was not provided from the account. The patient's relevant comorbidities and pre-existing medical conditions were not known. Based on limited information available and medical review performed at abbott, the exact cause for the reported erosion is unknown and it was not possible to confirm the event. A device erosion is a rare potential adverse event that may occur following implantation of the aso. Device oversizing and a deficient retro aortic rim have previously identified as potential risk factors for a device erosion; however, in this case since there is no information available it is not possible to determine if any of these risk factors were present. The exact cause of death cannot be determined from the available information. The cause of the reported patient death could not be conclusively determined.

Event description:
It was reported that on an unknown date, an amplatzer septal occluder was implanted. On an unknown date, the patient died due to aortic erosions after the implant procedure. It was noted that the amplatzer septal occluder (aso) was successfully implanted in a pediatric patient with a deficient retro-aortic rim. However, sometime following hospital discharge the patient had a cardiac arrest and ultimately died. Autopsy findings for both cases demonstrated evidence of device erosion. The device sizes and exact implant dates and dates of death are unknown. It is estimated that the implants occurred sometime in the past two years.